Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window was twisted. Impedance testing showed an electrical open proximal waveform between 130-140 cm from the distal housing. The media returned by the customer was inspected and partially showed the device but did not show any evidence of the reported issues. Based on the evidence, the as reported code of image lost is confirmed. The open proximal found and the imaging window twisted could have contributed to image lost.

Event description:
Reportable based on device analysis completed on 24 oct 2023. It was reported that visualization issues occurred. The 80% stenosed target lesion, with a length of 22 mm and a diameter of 3.0 mm, was located in the severely tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it could not display an image, showing only a black screen. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.